Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad partially detached from the grasping section of the device and metal was exposed. There were no error codes that displayed prior to the teflon pad damage. No device fragment fell inside the patient. The procedure was successfully completed using a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad partially detached from the grasping section of the device and metal was exposed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."